Event description:
The user facility reported a patient was on impella cp support and was escalated to impella 5.5 support. During support, the patient had a stroke. However, no hemorrhage was seen on the computed tomography (CT) brain scan. The patient was not moving their right arm or leg. The nurse weaned off the patient off of levophed and vasopressin infusions and added amiodarone infusion for short ventricular tachycardia. After the CT scan, the patient had a seizure. Ativan was given and extubation was on hold. Additionally, the patient had permissive hypertension due to ischemic stroke. Heparin was being held due to worry of hemorrhagic conversion. The patient was successfully weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿